Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and a potentially relevant finding was identified. A non-conformance was initiated for batch# 17c18j0207 to address the issue involving the peel away sheath not tearing correctly. Despite this discovery, it cannot be determined if the two occurrences are linked as the sample was not returned to confirm the defect. The IFU provided with the kit informs the user, "grasp tabs of peel-away sheath and pull apart, away from the catheter, while withdrawing from vessel until sheath splits down its entire length". Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the inserter was placing a single-lumen midline on a patient. During the procedure, the midline was successfully threaded through the sheath to the appropriate position. When the inserter peeled away the sheath, one of the white handles separated from the body of the sheath. The line was able to be placed successfully. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the inserter was placing a single-lumen midline on a patient. During the procedure, the midline was successfully threaded through the sheath to the appropriate position. When the inserter peeled away the sheath, one of the white handles separated from the body of the sheath. The line was able to be placed successfully. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was not delayed/interrupted.